Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has a partial display. Customer removed the battery and the buttons are not responding. Blood glucose value is normal, did not require medical treatment. Nothing further reported.